Manufacturer narrative:
Analysis for stimulator serial number (B)(4) found insignificant anomalies and functionally was okay. There was no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir (infrared) images, and thermocouple data closely matched control data. The devices functioned properly throughout the duration of the test. Both devices (explanted and control device) were set to the parameters the explanted device had when received for analysis, but 2.0 volts was used for the amplitude. Analysis for lead serial number (B)(4) found distal end conductor broken (overstress/damage). All conductors were broken (overstress damage) near the electrode weld sites). Analysis for extension serial number (B)(4) found no anomalies.

Event description:
It was reported that the interstim device and leads was removed. The patient for one and a half years had experienced sleeplessness due to severe pain, pelvic pain, sudden electric type shocks, and searing heat in the area of the interstim implant, the patient was making a reasonable request to have the device and leads, which was removed from the patient body today, sent to the manufacturer lab (returned product analysis for ispr (implantable systems performance registry) device) in (B)(4) to determine whether there has been malfunction of any segment of the implant and to give the manufacturer feedback on the product. The patient wish to be informed of the results of the manufacturer analysis of the device and leads. Over my signature this tenth day of (B)(6) 2014. Additional information reported that the stimulator was removed and the device was returned for analysis.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was turned off in (B)(6) 2012 for back surgery. The patient attempted to arrange a meeting with the healthcare provider (hcp) in early (B)(6) 2012 to turn stimulation on and do a function's check. The patient then met with the manufacturer representative on (B)(6) 2012 and had a satisfactory adjustment of stimulation (with new managing physician). After turning stimulation back on the patient experienced leakage. It was determined by the hcp that the programmer did not a program 4 or 5; the patient was already at "max" with the other programs. An appointment was scheduled for (B)(6) 2012. The manufacturer representative reportedly cancelled the meeting and the patient was instructed to find a manufacturer representative in (B)(6) (patient temporarily relocated from (B)(6) for a 6 month job). The ins was repositioned in (B)(6) 2012, but the pain became worse and intolerable. At that time, the patient still had bladder accidents. This issue affected the patient's walking and caused her muscles to tense up. The patient had turned the device on and off to wait for the ins to adjust. The ins was explanted on (B)(6) 2014. It was stated that the components explanted included a broken lead. The patient reportedly had difficulty with getting a replacement.

Manufacturer narrative:
Product ID 3093-33, lot# v381112, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was not receiving a greater than 50% reduction in their symptoms and cause of the issue could not be determined. It was noted that reprogramming was not needed although it was reported that, despite reprogramming, the patient experienced 'localized heat' to the buttock with painful electric shock sensations. Eventually the patient requested that the device be turned off. The patient continued to have symptoms with the device turned off. The patient outcome was unknown as they were waiting for the post-op appointment. If additional information is received, a follow up report will be sent.

Event description:
The patient later reported that their bladder stim device was removed some months ago after it was causing much pain. After removal, the pain was gone. The device was returned to the manufacturer for examination and the patient was wondering how to get the results of the device exam.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).